Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the time on the pyxis machines was incorrect. A technical support specialist (tss) connected to the station using remote smart service and changed the time according to the appropriate time zone using a command. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that the system time on multiple pyxis machines were incorrect. The customer requested to verify that all pyxis stations have the correct time, noting that many of them appeared to be out of sync. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.